Manufacturer narrative:
Analysis of the insulin pump showed that pump was unable to prime due to faulty force sensor and failed to perform the occlusion test. Also, the battery tube was disconnected, which caused weak battery alarms.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Troubleshooting was performed. The insulin pump passed the test. However, it was noted that the insulin pump had a weak battery alarm.